Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a broken screen and exhibited other signs of physical damage. The blood glucose reading was 156 mg/dl. The customer stated that the bottom of the insulin pump and the screen had both fallen out. She also noted that the battery compartment was damaged and the reservoir compartment was cracked. She did not know how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.